Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2017 was above 500 mg/dl with unspecified ketones and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, it was reported that the continuous glucose monitoring (cgm) was inaccurate: the cgm bg reading was 120 mg/dl and the bg meter bg reading was 508 mg/dl. This complaint is being reported because the reported health event was attributed to an alleged sensor malfunction.